Manufacturer narrative:
The tech found the scale is unable to be zeroed and is not communicating. The tech replaced the power control board assembly for the scale pt position module to resolve the issue.

Event description:
The account alleged the bed exit did not alarm after being set and the pt left the bed. No pt impact.